Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. One day after the event onset, the patient was treated with vancomycin injection (every 5th day, ongoing) and ceftazidime injection (1gm, every day, ongoing) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6 b5: upon follow up it was reported the patient was recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.